Event description:
[Drop safe syringe with safety needle - in moderna ancillary kits] treatment under emergency use authorization (eua): a variety of problems have happened with this syringe/needle combination at our health department while using these for covid vaccine events (they come in the ancillary kits occasionally for moderna vaccine). The safety mechanism does not work every time. The connector/leur lock sometimes strips, leading to the syringe disconnecting from the needle (even during administration while needle is still in patients arm). We have also seen holes left in arm of recipients after using these needles. FDA safety report ID# (B)(4).